Event description:
Event description guidant received information that during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) and transvenous implantable lead system exhibited oversensing of noise on the rate/sense channel. All connections were verified and the noise remained. Therefore, the device was removed and another crt-d was implanted. Noise was still present, so the leads were replaced. The system continued to exhibit noise and oversensing. It was later determined that the noise was due to the patient's irregular breathing while anethesized. The device's sensitivity was changed to least and the noise and oversensing was eliminated. The replacement system remains in service. The explanted device and right ventricular lead were returned.